Manufacturer narrative:
On 6/4/2020, biosense webster inc. Received additional information about the event which indicated the patient is a 76-year-old male patient (62kg) who received additional intervention of percutaneous cardiopulmonary support (pcps) and surgical intervention. Additionally, at the end of afib ablation procedure (after cavotricuspid isthmus and pulmonary vein isolation) there was evidence of steam pop, and the patient¿s blood pressure dropped. Pericardial effusion was confirmed by echo. Pericardiocentesis was performed and 1.8l of fluid was removed over 1.5 hours but bleeding did not stop. Pcps was provided and thoracotomy was also performed to stop the bleeding. Patient condition improved after intervention. There¿s no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 30280115m number, and no internal action related to the complaint was found during the review. No device has been received for analysis as it was reported to be discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Correction: h6. Patient code 3191 (no code available) is used to represent "surgical intervention" and inadvertently omitted from the initial 3500a medwatch. The code has now been added. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of afib ablation procedure (after cavotricuspid isthmus and pulmonary vein isolation) patient¿s blood pressure was dropped. Pericardial effusion was confirmed by echo. Pericardiocentesis was performed and 1.8l of fluid was removed over 1.5 hours but bleeding did not stop. The cardiac surgeon was consulted. The physician¿s commented that they used it within the proper range without product failure.